Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal to distal right coronary artery (rca). After a non bsc guidewire was advanced to the atrioventricular node of the rca, a non-bsc stent was implanted. A 3.00mm x 12mm emerge¿ balloon catheter was then advanced for post-dilation, however, the balloon ruptured at nominal pressure. The physician completely removed the device from the patient. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal to distal right coronary artery (rca). After a non bsc guidewire was advanced to the atrioventricular node of the rca, a non-bsc stent was implanted. A 3.00mm x 12mm emerge balloon catheter was then advanced for post-dilation, however, the balloon ruptured at nominal pressure. The physician completely removed the device from the patient. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a stopcock attached to the hub. The catheter was inspected tactilely and under magnification. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. Examination of the balloon and shaft did not reveal any tears or damage. The catheter was prepped with an inflation device filled with water connected to the inflation port. The device was inflated to rated burst pressure for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).